Event description:
It was reported that the flexible portion of the catheter tip was fractured. The condition was found during the procedure. The catheter was removed and replaced without any further complications being reported.

Manufacturer narrative:
One actual, used sample was rec'd in two pieces. The tip was separated from the shaft of the catheter and the tip was not fully intact. The sample was visually examined under 30x magnification. There was a jagged area on the tapered end of the tip where it appeared the tip had been cut or ripped. The bonded area of the shaft indicated that the tip and shaft materials had initially been welded together to form a bond. The sample condition does not appear to be the result of any manufacturing or process deficiencies, but appears more likely to have resulted from something encountered during the use of the product. It was not possible to determine an exact cause of the sample condition. No lot number info was provided for evaluation.